Event description:
It was reported that following a posterior repair procedure in 2007, the patient complained of severe pain, burning radiating from the left thigh extending to the foot, vulvar pain, imcomplete bladder emptying, and dysuria. The patient consulted with, and was examined by another doctor. The consulting doctor's opinion was that the implanting doctor scraped the sciatic nerve during the procedure. The patient was treated with pudendal block for pain. The consulting doctor performed an additional procedure approx four months later to cut the arms on the mesh in order to loosen and release the tension of the mesh under the vagina. No further complications have been reported.